Event description:
Per the clinic, the device was explanted (specific date not reported) due to need of MRI imaging. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.